Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted in a seven-year-old patient. Reportedly, the patient body is not big enough and the device is close to erode out of the skin. The physician inquired regarding device repositioning as the device might erode. Further information was requested to technical services (ts) regarding the device repositioning and advice. Ts discussed the s-ICD system has not been evaluated for pediatric use and provided further information on pediatric implants. The s-ICD remains in service. No adverse patient effects were reported. Additional information provided indicates the s-ICD system was explanted due to device erosion and infection. Reportedly, the patient will be implanted with a new s-ICD system. No additional adverse patient effects were reported. The device system is not expected to be returned for analysis.